Event description:
On 7/6/94 distributor learned from the hosp that on 7/3/94 the ventilator stopped working on a pt and displayed 9902 error code. The pt was "bagged" and placed on another ventilator, without experiencing any adverse effects from the episode.